Manufacturer narrative:
A maude database search was performed by mallinckrodt on 11-oct-2021 for therakos cellex photopheresis system incidents received by the united states (us) food and drug administration (FDA) between 01-jul-2020 and 30-jun-2021. Reconciliation of the data exported from the maude database with mallinckrodt's electronic complaint database identified that FDA report number mw5099301 is associated with complaint file (B)(4) and manufacturer report # 2523595-2021-00024. Review of FDA report number mw5099301 identified that the patient's complete blood count (cbc) after the incomplete ecp treatment showed a normal hemoglobin of 11.7. No additional new information was identified. This investigation is now complete. (B)(4). P.t. 02-nov-2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j364 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j364 shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak? (Centrifuge chamber) and centrifuge bowl leak/break. No trends were detected for these complaint categories. The smart card was returned for analysis. The complaint kit was not returned. A review of the data recorded on the returned smart card verified the occurrence of an alarm #7: blood leak? (Centrifuge chamber) alarm after 146 ml of whole blood was processed. The reported centrifuge bowl break could not be verified; however, an alarm #7 occurs when fluid is detected within the centrifuge chamber. The device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. The root cause for the reported centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported during the purging air phase of the procedure the centrifuge bowl disconnected from the bowl holder and broke. The customer reported an alarm #7: blood leak? (Centrifuge chamber) occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer discarded the kit and returned the smart card for investigation.